Event description:
The customer reported that in the middle of a procedure, the jaws of the device would no longer open. The device was cut out of the tissue. There was no patient injury.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed increased frequency of re-tests due to architect i2000sr analyzer error code 1007 (unable to process test, activated read failure), when reaction vessel (rv) lot 69684p100 was in use. The customer observed the error frequency as 11 out of 300 tests for the hepatitis b surface antigen, hcv antibody, and cea assays. The issue was not resolved when the customer changed the lots of trigger and pretrigger solutions. The customer checked for cracks, leaks and loose connections of the pretrigger line and no issues were detected. Additionally, there were no air bubbles in the pretrigger line or leaks from the pretrigger valve or sensor. The customer was sent a replacement lot of rv's was asked to monitor the error after the replacement rv's were in use. The issue was resolved after the customer changed to another lot of rv's. The customer was asked to discard the suspect rv's to avoid a recurrence of the error. There was no impact to patient management.